Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2026 and the pump motor stalled at 1:50 pm that day. They read the pump today (B)(6) 2026 because they were getting ready to fill the pump, but the log showed the critical alarm stopped and pump duration exceeded 48 hours. Reviewed telemetry mode. They were going to start over and print a new set of logs and call back if needed.